Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. The lead has been implanted for over 17 years, hence why end of life (eol) is suspected. Technical services (ts) suggested using a magnet, and tones were heard. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. The lead has been implanted for over 17 years, hence why end of life (eol) is suspected. Technical services (ts) suggested using a magnet, and tones were heard. The device remains in service. No adverse patient effects were reported.